Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: a review of the device through photos noted no observations were able to be made as the events reported are not device related. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported I started having anxiety and hypochondria, in treatment. The left breast has been encapsulated for a while and is the time to go through a replacement of prosthesis.¿ it was later confirmed by the healthcare professional, capsular contracture baker grade IV. The device has been explanted and replaced with a non allergan device.